Event description:
It was reported that the patient experienced pocket erosion from this cardiac resynchronization therapy defibrillator (crt-d) system. The physician decided to explant the crt-d system, however, it was noticed that this right atrial (ra) lead was heavily calcified to the innominate vein and the other leads. The physician encountered difficulties when removing this lead and a perforation of the innominate vein occurred, which required an open chest surgical intervention. The crt-d system was explanted, and it was mentioned that the patient was recovering a going to be discharged. This lead is not expected to return. No additional adverse patient effects were reported.